Event description:
It was reported to baxter (B)(4) that a y-type tur/bladder irrigation set was found to be leaking near the chamber of the set. Therefore, the sterile fluid pathway was breached. This condition was discovered during priming. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.